Manufacturer narrative:
Citation: authors: mohamed et al.. Left ventricular narrow-neck pseudoaneurysm following a redo mitral valve replacement. Cardiovascular revascularization medicine 59(17-20) 2024. 10.1016/j.carrev.2023.06.024. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 78 year old female patient who underwent left ventricular narrow-neck pseudoaneurysm following a redo mitral valve replacement.  The patient experienced shortness of breath, pseudoaneurysm,  mild tricuspid regurgitation, mild aortic regurgitation and an intervention via percutaneous closure of the pseudoaneurysm. No further information was provided pertaining to medtronic products.